Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide catheter: heartrail 2 6f jr3.5, stent: nobori 3.5x18mm. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for analysis. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal right coronary artery that had mild tortuosity, mild calcification and was 90% stenosed. During attempted post-dilatation of a non-abbott stent, the 4.5 x 8 mm nc traveler balloon ruptured at 8 atmospheres for 10 seconds during the first inflation. The device was exchanged for a non abbott balloon catheter and the procedure was successfully completed. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.